Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305916, batch number#: regx0369. It was reported that the bd safetyglide needle pulled out of the hub. The following information was provided by the initial reporter: verbatim#: rcc received a complaint via email. Date of incident (yyyy-mm-dd): 2024-06-10. Incident details: immunized child im with 1 inch syringe and needle. Upon removal of syringe and needle from the child's arm, the syringe and safety lock from the needle came off with ease and the metal needle was left in the child's arm (the metal needle disconnected from the rest of the syringe/safety glide). Impact of incident: writer then had to remove metal needle on own. Device name/description: needle hypodermic safety 25ga x 1 in. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 305916. Serial or lot number: (B)(6), regx0369. Device expiry date (yyyy-mm-dd): 2027-09-30. Was the device retained? No.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information.